Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v807715, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3093-28, lot# va03rcg, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect from their device. It was also reported the healthcare provider had done a bi-lateral stage 1 advanced evaluation and the patient followed up and stated she didn't get as much benefit as she wanted. Both leads were reported to have been removed and the patient recovered with no injury or adverse event. It was also reported there were no patient symptoms or injuries related to this event.